Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a pt and reset was displayed. The pt was removed from the ventilator and manually ventilated until placed on another ventilator. No pt harm reported.